Event description:
A customer reported the footswitch would not "cycle through". Additional information was received from the manager indicating the reported event occurred during a procedure. Following a 5 minute delay, the system was switched out and the surgery continued. There was no patient harm reported.

Manufacturer narrative:
The facility did not request service, however the facility ordered a replacement footswitch. The replaced nonconforming footswitch has been returned for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).